Manufacturer narrative:
A review of the information in the complaint file indicates this investigation was performed by a covidien service center for the reported condition of; non-specific issue. Therefore, this report will be based on information provided by the service center. The unit was triaged and the complaint was confirmed; unit's power cord was found damaged; exposing the copper wire. The root cause of the power cord failure can be attributed to rough handling of the unit. Power cords periodically require replacement due to age, usage, and user damage. The power cord was replaced to correct the problem. The unit was then fully tested; unit passed all testing. Product scd 700 compression system was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. A corrective action is not applicable at this time. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Manufacturer narrative:
Submit date: (B)(6) 2015 an investigation is currently underway. Upon completion, a full detailed investigation will be provided

Event description:
It was reported to covidien on (B)(6) 2015 that a customer has a non-specific issue with an scd controller. The unit was returned to a local covidien service center and upon triage on (B)(6) 2015 a service technician found that the unit had a damaged power cord with exposed copper wires.